Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the customer reports that the white inner tube of the trocar broke during procedure. The trocar was removed and replaced by a second device.